Event description:
It was reported that when attempting to dilate the ureteral orifice, the balloon was placed adjacent to the stone and inflated to only 8 atms. The balloon was removed and found to have a long perforation in it. Dr went back in with a competitor's balloon and completed the procedure, dr also noted a perforation in the ureter and assumed that the balloon had pushed the stone through the ureteral wall before bursting. A ureteral stent was placed and will remain approx two weeks in order to allow the ureter to heal. No further complications were reported.